Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 300 (mg/dl). Supplies were changed and customer indicated a bolus and/or manual injections would be delivered to address bg levels. System check with tandem technical support indicated the pump was performing as expected. It was noted that there was a 4 unit basal difference; however, customer indicated this was possibly due to suspending insulin delivery to change out supplies. Customer later indicated that bg levels improved.